Event description:
Details reported on incoming e-complaint (B)(4) from field service log #100082: cryosystem "trigger valve not working."

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint (B)(4) distribution history: the complaint product was manufactured at csi on 25-apr-2012 under work order (B)(4) and sold on 02-may-2012. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: (B)(6) 2021 - 95509-when the trigger is depressed the unit doesn't discharge co2-the tube tip is blocked and the outer sheath has some cuts in it. The outer sheath and tube tip were replaced, tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed that the delivery tube was crimped and blocked. The handles were broken. An old style tip was also returned with the unit. The tip needs a new insulator and is not serviceable. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the delivery tube being crimped and blocked. This is being attributed to the unit being dropped. *correction and/or corrective action there are no corrective actions. The customer has declined to have the unit repaired. The unit and tip have been discarded. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Details reported on incoming e-complaint-(B)(6) from field service log #100082: cryosystem "trigger valve not working."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.